Event description:
Olympus medical systems corp. (Omsc) was informed that during the upper gastrointestinal endoscopy, scope communication error b30 occurred and image disappeared. The subject device was used in combination with clv-190 and gif-h190n. The subject device and clv-190 were restarted, but the issue could not be resolved. Gif-h190n was blindly removed and the procedure was canceled. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. Omsc checked the subject device with clv-190 and found that the reported phenomenon could not be duplicated. Gif-h190n was also investigated. B30 could not be duplicated but there was a trace of water immersion inside the connector. There was a crack near the connector contact. It might caused water invasion inside the connector. The possible cause of crack was chemical attack. Omsc presumed that the reported phenomenon was due to gif-h190n.